Event description:
It was reported that a lead exhibited out of range hv impedance via merlin.net. Possible lead issue and patient monitoring was suggested. No further information is available.

Manufacturer narrative:
(B)(4). Product not returned.